Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report excessive no delivery alarms even after changing the infusion set. The customer's blood glucose level was 600 mg/dl. The customer treated with manual injections. The caller performed troubleshooting and was advised that the alarm was caused by a set/reservoir occlusion. The caller was advised that the device was working as designed. The insulin pump was not replaced or returned for analysis.